Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to an unspecified failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Concomitant product: 5554-45 lead implanted (B)(6) 2002. (B)(4).